Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-02850. It was reported the physician modified two s-8 leads during an implant procedure. The physician cut the 4 most distal contacts due to space considerations in the patient's anatomy and to ensure the replacement devices would be in the same location and capsule as the previous devices. The physician used durabond to close off the severed distal tip of the two modified leads. The procedure was completed successfully.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined